Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred. The customer acknowledged and understood the instructions given.